Event description:
This spontaneous report, reported by a pharmacist reported as "hypolgycaemia" concerns and a pt (age unknown) who experienced hypolgycaemia during use of an innovo (insulin delivery device) and was hospitalised for one day. The pt stated that the innvov did not deliver any insulin and they had injected once again. No further information concerning the pt or the event is available at this time.